Event description:
During the FDA announcement of baxter heparin sodium injection products linked to reports of severe-hypersensitivity type reactions, and severe hypotension, out infusion-based pharmacy responded by taking all baxter brand heparin products off the shelves late dec, mid january in an effort to eliminate risks and made every effort to recover previously dispensed baxter-made vials from all recipients including patient yc. A delivery was made for exchange of baxter vials for hospira products, the latter of which patient/patient caregiver reports having in his possession. On 05/27, however, during a routine visit with their pcp, pt presented to provider with heparin lock flush solutions of hospira brand and baxter brand and was inadvertently flushed at their office with the baxter brand product. According to records and retrieval history, there was evidence of an exchange, so baxter product still in patient's possession may have been brought from an old supply that wasn't 100% recovered from the pt. Md flushed his catheter with the baxter product and within 10-20 minutes, md reported shortness of breath and flushing. These symptoms were treated with albuterol, steroids and epinephrine. Patient was monitored for a time thereafter and sent home. Patient reported no additional issues post incident date. Md also reports pt has history of cf and idiopathic urticaria identified 4-5 years ago, during which time patient was also receiving flushes but possible cause was unknown. Efforts to contact pt to recover any additional baxter based products that may still be in the home unrecovered. Patient was not in receipt of any additional medications at the time and cultures were drawn with yeast evident in pt port but not in heparin vial. Dose or amount: 1x flush of catheter port. Frequency: 1x or ud. Dates of use: prev utilization, 2008. Diagnosis or reason for use: flushing. Event abated after use stopped: yes.